Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported behavior described is the intended behavior of the software. Logs displayed 'insufficient free space'. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the system was functioning normally.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system was acting slow and the site was initially unable to track instruments and register. The site ended up restarting to continue the case and the procedure was completed using the navigation system. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.